Manufacturer narrative:
Date sent to FDA: 9/2/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to recurrent ventral hernia, adhesions and mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2014 due to obstruction, adhesions, inflammation, abdominal pain, nausea, vomiting and diarrhea. No additional information was provided.